Manufacturer narrative:
Device evaluation anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
It is alleged that the customer was transferring when the seat on her powerchair broke, resulting in a fall requiring an ER visit.